Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection identified crack at the side of the welded cassette. Under water pressure test was performed and a leak at the crack location was observed. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to the coming in contact with solvent like alcohol during sterilizing after the pouch was opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.